Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained that a coaguchek softclix lancet device did not fully retract and extends beyond the end cap. The lancets were inserted correctly into the device. The customer stated that some lancets in the box appeared to be longer than normal and were sticking out of the device. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
Fourteen unused lancets were returned for investigation. The reported failure that some of the lancets are longer than normal and the longer ones stick out of the device, could not be reproduced during the investigation. All lancets were tested with a test accu-chek softclix lancing device (lot baz034) at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole, and no needle tip protruded outside the end cap. The lancing device could be primed and released without any problems and works in accordance with specifications. All lancets were investigated with a stereo microscope. The investigation showed that one lancet is a slightly shorter than the other lancets. In addition, all needle tips were compared against each other and all needles have the same length.